Event description:
It was reported by the rep that the device was used during a laparoscopic-assisted vaginal hysterectomy. It was reported the surgeon was performing a laparoscopic-assisted vaginal hysterectomy as the device misfired. An "endo-gia" was pulled and the case was finished. There was no consequence to the patient.